Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: nephrectomy. Detailed description of event: hospital: "surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and the prongs cannot deploy completely. Surgeon remove this device from patient body, and try to advance the actuator again. However, the bag dropped from prongs. They replaced with a new one to completed this surgery." Product is available for return. Additional information received via email on 05nov2020 from [name]: there were no multiple attempts made to advance the actuator before the device was inserted into the patient. The metal tips of the prongs were exposed within the patient, and not covered by the bag. Patient status: "fine". Type of intervention: they replaced with a new one to completed this surgery.

Event description:
Name of procedure performed: nephrectomy detailed description of event: hospital: [name] "surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and the prongs cannot deploy completely. Surgeon remove this device from patient body and try to advance the actuator again. However, the bag dropped from prongs. They replaced with a new one to completed this surgery." Product is available for return. Additional information received via email on (B)(6) 2020 from [name]: there were not multiple attempts made to advance the actuator before the device was inserted into the patient. The metal tips of the prongs were exposed within the patient and not covered by the bag. Patient status: "fine" type of intervention: they replaced with a new one to completed this surgery.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the supports, which confirmed the complainant¿s experience. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the event unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.